Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 499 mg/dl. Customer declined troubleshooting. There was cannot find sensor signal alarm was occurred. It was unknown if the auto mode was active or not. The insulin pump will not be returned for analysis.